Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 127 mg/dl at the time of incident. Troubleshooting advised the customer to remove the battery, insert a new battery and then observe the pump and call back if problem persists. No further details given.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No alarms noted. All operating currents are within specification. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.